Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable causes are due to leaking from the switch unit due to a crack and cut on switch 1, and the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had a static image and the screen kept cutting in and out. There was no patient involvement.